Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code. Component code,investigation .conclusions, type of investigation).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse ordered a new screen. There is no response to communication. If there is any pertinent information the complaint will be opened and updated.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. No harm or injury was reported.

Event description:
It was reported by customer that during pre use checks the cardiosave intra aortic balloon pump (iabp) screen did not let the press any buttons and did not let select any drop downs, and the unit was not receiving mains power. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter and event site email), g3, g6, h2, h6 (component codes), h11 corrected fields: b5, b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse noticed the screen does not respond to touch. The machine was getting no main power. The fse replaced touchscreen assy,12.1" (0160-00-0123) and the ac power cord (0012-00-1688). The 9v battery (0146-00-0146) and o-ring buna-n 1-008 n70 (0354-00-0208) was replaced as well. Product passed all functional and safety tests per manufacturer specifications.